Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the radial artery. The eccentric target lesion was located in the mildly calcified left circumflex artery. The lesion contained >45 and <90 degrees bend. Following predilation, a 2.50x28mm promus element drug-eluting stent was advanced to treat the lesion. The stent was deployed and aggressive post dilation was performed using a 2.75x12 non compliant balloon catheter. After post dilatation, a dissection at the proximal end was noted. A 2.75x28 promus element stent was then deployed to cover the dissection and the procedure was completed successfully. No further patient complications were reported and the patient's status was stable.